Event description:
It was reported that during a percutaneous coronary interventional procedure, a dissection occurred. The 99% stenosed lesion was located in the mildly calcified proximal to distal left anterior descending artery (lad). Ablation was performed with the rotalink plus 1.5mm burr at 200,000 rpms for three runs with a drop to 193 - 194,000 rpms. No resistance was noted during ablation. While exchanging the device to another manufacturer's microcatheter, slow flow was noted in the mid lad (distal to between 1st septal branch and 2nd septal branch). Ivus revealed that there was a dissection located in the mid lad, near the 2nd septal branch. The lesion was dilated with a 2.0x15 mm quantum maverick. Then nitroprusside was perfused. Then another manufacturer's 2.5x28mm drug-eluting stent was implanted in the distal portion where the dissection had occurred. The stent was dilated at 4atms, then 5atms, and finally 6atms. Then another 2.5x28mm drug-eluting stent was implanted in the proximal portion of the dissection occurred, overlapping with the initial stent. The lesion was dilated with 2.0x15mm quantum maverick at 20 to 22atms. The blood flow was reestablished. No further patient complications were reported and patient status was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.